Event description:
It was reported the right atrial (ra) lead impedance measurement was less than 200 ohms and the ra lead was no longer sensing p-waves. It was noted that at the previous checks of the lead it was reading p-waves of 0.2-2.2 millivolts. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.